Event description:
The electrode lead of the left side device has extruded through the tympanic membrane (tm). In order to insert the electrode at implantation it was necessary to remove part of the ear canal. It is speculated by the surgeon that the combination of the ear infections and removal of bone may have allowed the electrode to apply pressure to the ear canal and migrate through the drum. At repositioning surgery on (B)(6), 2020 a cholesteatoma was found surrounding the electrode lead which is thought to have pushed the array out of the cochlea. Therefore, the surgeon left the electrode array in the cochlea and the stimulator housing in place; only a portion of the electrode lead was removed. Remainder parts of device have been explanted and the recipient was re-implanted on (B)(6) 2020.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the available information from the field, the active electrode lead extruded through the tympanic membrane into the ear canal. Reportedly the recipient has abnormal middle ear anatomy and at implantation surgery additional bone had to be removed. Also a part of the external ear canal was removed back then and during revision surgery a cholesteatoma was found surrounding the active electrode lead. Further recurrent otitis media and frequent ear drainage was reported. It seems that these factors contributed to the observed extrusion. This is a final report.

Manufacturer narrative:
Conclusion: according to the available information from the field, the active electrode lead extruded through the tympanic membrane into the ear canal. Reportedly the recipient has abnormal middle ear anatomy and at implantation surgery additional bone had to be removed. Also a part of the external ear canal was removed back then and during revision surgery a cholesteatoma was found surrounding the active electrode lead. Further recurrent otitis media and frequent ear drainage was reported. It seems that these factors contributed to the observed extrusion. Only a portion of the active electrode was received for investigation, which shows mechanical damages. The remaining parts are still implanted. This is a final report.

Event description:
The electrode lead of the left side device has extruded through the tympanic membrane (tm). In order to insert the electrode at implantation it was necessary to remove part of the ear canal. It is speculated by the surgeon that the combination of the ear infections and removal of bone may have allowed the electrode to apply pressure to the ear canal and migrate through the drum. At repositioning surgery on (B)(6) 2020 a cholesteatoma was found surrounding the electrode lead. Therefore, the surgeon left the electrode array in the cochlea and the stimulator housing in place; only a portion of the electrode lead was removed. Explantation together with re-implantation will be done at a later date once cholesteatoma has been completely eradicated. Surgery is predicted to take place in (B)(6) 2020.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The left electrode array has extruded through the tympanic membrane (tm). A CT scan showed that the electrode is extending from the mastoid directly into the middle ear space and showing through the tm. The intra-cochlear portion of the electrode is in the normal position. The posterior medial portion of the ear canal was removed when originally positioning his left cochlear implant. The electrode appears to be leaning on this region and has eroded through the eardrum. A revision surgery to reposition the electrode is scheduled for the (B)(6) 2020.